Event description:
It was reported that the customer was hospitalized due to diabetes ketoacidosis and flu. The caller stated that the customer's blood glucose was fluctuating significantly since being admitted. The customer has been disconnected from the device and currently the blood glucose is treated with an insulin drip. It was mentioned that the customer was vomiting and had ketones before the admission, and the last infusion set change was the nigh before. It was stated that the customer's blood glucose was treated, but the blood glucose did not drop at all. It was stated that the customer lost weight and the customer experienced bent cannula, which can caused the high blood glucose. Troubleshooting was performed. The self test passed. The time, date, and bolus wizard settings were correct. Advised the reported to call back when the tubing clamp arrives to perform the high pressure test. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.